Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having to charge more often before their battery had died. Patient stated it would not hold a charge. The cause was unknown and the battery was dead. Patient stated she has had this ins since 2002. Patient stated they met with a rep who reprogrammed it and it worked for a time. However they noticed the increase in needing to charge. Patient then stated the ins died and they met with another rep and battery was totally dead. Patient to have ins replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and the recharger will not connect to the ins. The patient hasn't charged for "probably a month or a little longer". Patient noticed she would have to charge more often and the technician said that may happen when they met with him at the orthopedic hcp office in jan/feb time. During the call, caller confirmed seeing reposition antenna on the insr and poor communication on the app. Caller stated the last few days is when they encountered these screens the last few days. (B)(4) reviewed possible od and redirected to hcp. No symptoms and no further complications were reported. Additional information was received. It was reported the patient always charged and the month of not charging was due to the fact the machine would not take a charge. The patient stated the technician tried for quite a while but there was still no connection. The issue was not resolved. No further complications were reported or anticipated.